Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lost adhesive at the image converter lens, worn-out adhesive at the fiber optic lens and worn-out adhesive on the rubber cover of the probe tip. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasound gastrovideoscope had lost adhesive at the image converter lens, had a worn-out adhesive at the fiber optic lens and also some worn-out adhesive on the rubber cover of the probe tip. There were no reports of patient involvement.